Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient's spouse reported that on (B)(6) 2025, the patient inserted a new sensor in the arm, experienced sensor failure, and decided to remove the sensor. Prior to sensor insertion the area was prepped with alcohol. Two days later, the patient developed redness, inflammation, pimples, drainage, pustule, and an infection at the sensor insertion site. They cleansed the reaction area with alcohol swabs and kept the wound clean and dry. On (B)(6) 2025 at 9:30 am, the infection spread beyond the sensor patch perimeter and the patient had a seizure which prompted the spouse to call emergency medical services (ems). The patient was transported to the emergency department (ed) by ems and arrived around 10:00 am. It was unspecified what treatment was provided by ems. In the ed, a cbc (complete blood count) blood test was performed which confirmed the infection and the patient was admitted into the hospital and received IV vancomycin therapy. The patient was discharged home on (B)(6) 2025 at 6:00 pm with a prescription for a course of oral antibiotic medications (doxycycline and augmentin co-amoxiclav, unspecified dosage).at the time of the report, the patient still felt tired and weak and was still taking the oral antibiotic medications. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.